Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that patient sought medical attention due to high blood glucose (bg) levels. Patient's spouse reported that personal diabetes manager had insufficient battery life, causing insulin delivery to be suspended and bg levels to rise to over 500 mg/dl. Spouse was trying to give patient insulin injections, but he was weak and becoming unresponsive so spouse called an ambulance. Patient was taken to emergency room and treated with unknown medication. Patient was released same day.